Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the devices display was distorted and no clinical information could be seen. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that subsequent testing did not duplicate the reported malfunction.